Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an MRI technician, the consumer, and a manufacturer representative reported that the implantable neurostimulator (ins) was sitting perpendicular to the spine on a sagittal image of the system. The patient had pain at the ins pocket. The patient was seen by a manufacturer representative and the ins was in overdischarge. A trickle charge was started on (B)(6) 2015 but the patient could not stay and they went home charging. They met with a manufacturer representative again on (B)(6) 2015 to clear the power on reset (por). The patient had stopped charging because of charging difficulty. No diagnostics were performed.

Event description:
It was reported that there was a communication/telemetry issue. There were coupling issues. Actions required as a result of the event included a pocket revision. The patient was complaining of pain and coupling issues at the device pocket. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4) implanted: product type: programmer, patient. Product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2015-product type: lead. (B)(4).